Manufacturer narrative:
Customer reported to FDA is unknown. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A loss of power occurred while running the root cause of the reported issue was found to be loss of power and software related issue. Actions were taken to mitigate the reported issue: replaced the batteries and reinstalled the device software revision.

Event description:
It was reported that the pump failed and the battery fallout test during the preventative maintenance. No patient injury was reported.